Event description:
Customer reports one incident of a blood leak on use #11 at the onset of patient treatment. Noted by a blood leak alarm and visible blood in the dialysate. Treatment was continued with a new dislyzer and new blood lines without incident. No patient injury or medical intervention reported.